Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018 it was reported that the device did not extend the skin. On (B)(6) 2018, it was clarified that th issue occurred after surgery on (B)(6) 2018. Another device was used to complete the surgery. There was no extension or delay reported. An additional graft was not required. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was february 19, 2016 where it was reported that the device was giving an abnormal extension and the roller, cutter, worn side plates, the screws were replaced. This is not a related issue. Product review of the meshgraft ii on april 18, 2018 revealed the calibration was within specifications and the device also produced a passing sample mesh. It was also noted that the side plates were worn. Repair of the meshgraft ii was performed by zimmer biomet surgical on april 18, 2018 which included replacement of the roller, cutter, and side plates. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since the device functioned as intended during initial inspection. The reported event was not confirmed since the device functioned as intended during initial inspection; hence, a root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device did not extend the skin. The reported event occurred after the surgery. An alternate device was used to complete the surgery with no delay or harm. No adverse events were reported as a result of this malfunction.